Event description:
It was reported that the patient had five inappropriate shocks due to oversensing of supra-ventricular tachycardia via reduced intrinsic complexes. Review of the electrograms confirmed that the patient's heart rate was in the shock zone for a majority of the shocks. Technical services advised to consider raising the shock zone programming. There were no additional adverse patient effects. The system remains implanted.